Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was training on the pump when the pump became unresponsive. There was no impact to the customers blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.